Manufacturer narrative:
The technician found the plastic latch piece was snapped off completely. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the side rail would not latch. No patient impact.